Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set did not adhering properly. The blood glucose level was 400 mg/dl and the patient was treated with manual injection. The patient also experienced nausea, headache and vomiting. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6011884 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code adhesive patch does not adhere to the skin at point of application (i.e., not sticky, no attachment, or a few minutes of attachment). Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 6011884 was packaging according to the wi version 100, in the machine multivac 14, on 24/feb/2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 15-jul-2025 against malfunction adhesive patch does not adhere to the skin at point of application (i.e., not sticky, no attachment, or a few minutes of attachment) and lot 6011884 and no other complaint has been registered in database for the same lot 6011884 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to adhesive issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities. .

Event description:
To date no additional patient or event details have been received.